Manufacturer narrative:
(B)(6) . The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak test was performed and a leak due to a hole in the film was noted, with evidence that the hole comes from a puncturing in the injection site with a needle. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container had a leak. This occurred during leak testing before patient use. It was stated that it was leaking from the administration port. There was no patient involvement. No additional information is available.